Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was [12/24/2023].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h6, h11 the device was not returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the distributor evaluated and reproduced the error and found that the error was traced to the hvps-board (high voltage power supply board). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the electrosurgical generator had an error code of e433. There were no reports of patient harm.